Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported experiencing elevated blood glucose level this morning of 363 mg/dl. Patient stated after lunch he experienced an elevated blood glucose reading of 496 mg/dl; attempted to give a bolus of 20 units and felt insulin coming out of his body. Patient reported he did not receive the bolus of insulin. Patient stated he inserted a new infusion set and it began leaking. Patient's target blood glucose range is 80-120 mg/dl before meals. Patient reported he contributes the elevated readings to the leaky infusion set. Patient stated he gave an injection of insulin; did not required outside assistance. Patient reported he could not determine the location of the leak; cannula was not bent or broken. Patient stated he tried a third infusion set and it appears to be working. On call back on (B)(6) 2014 patient reported his readings returned to normal range after changing the infusion set and giving a bolus. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set for evaluation.